Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not detect a patient after it had been attached via a quik-combo therapy cable and defibrillation electrodes (brand unknown). The unit provided a continual "remove test plug" message. Medical personnel were able to obtain a backup device which they then used to continue providing care to the patient. No further details about the patient or the event were provided. The customer did not report any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control examined the customer's device but after extensive testing was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.